Event description:
It was observed during the device evaluation, the bronchofibervideoscope exhibited leaking from instrument channel due to a hole. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure is due to stress problem identified. Problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems, for example wear, bending, deformation, fracture, fatigue. The most probable cause of this complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.